Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an initial percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and soft plastic. No pieces were detached inside the patient. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of peg tube detached/separated. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.